Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to fully inflate the device. Upon evaluation, no fluid loss was observed. However, the pump was difficult to squeeze and manipulate, which was suspected to be caused by necrotic tissue growth around it, resulting in encapsulation of the component. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the DHR, the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. The patient symptoms are known risks associated with this device type/procedure, and it is noted as such as in the instructions for use.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to fully inflate the device. Upon evaluation, no fluid loss was observed. However, the pump was difficult to squeeze and manipulate, which was suspected to be caused by necrotic tissue growth around it, resulting in encapsulation of the component. As a result, the device was explanted and replaced. No further patient complications were reported.